Manufacturer narrative:
Implant regio 16 fractured. Construction was a single crown placed on the implant. Patient suffered from periimplantitis following bone loss and implant instability material analysis concluded inhomogenous mechanical overloading and patient related bruxism. This is the combined initial and final report.

Event description:
Implant fracture.